Event description:
It was reported that the customer was pushed and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 170 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.